Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effects of pain and thrombosis are listed in the percutaneous transluminal angioplasty (pta) catheter, armada 35 / armada 35 ll, global, instruction for use as known patient effect. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B3 - estimated date d4: the UDI is unknown as the part and lot number were not provided. Literature attachment: article, titled "application value of arterial balloon occlusion at different sites during pernicious placenta previa surgery".

Event description:
It was reported in a comparative study evaluating balloon occlusion in cesarean section for pernicious placenta previa with placenta accreta, 31 cases underwent common iliac artery balloon occlusion using the armada 35. One case of iliac arterial thrombosis occurred, presenting with lower limb numbness, coldness, and pain, confirmed by ultrasound and resolved after thrombectomy. Another case of lower limb venous thrombosis was identified at 3-month follow-up and resolved after anticoagulation. Additional information can be found in the summary article, "application value of arterial balloon occlusion at different sites during pernicious placenta previa surgery".